Event description:
Customer reported no reactivity with a pre-op patient sample during an antibody screen. Patient then presented three weeks later at a different facility and an anti-kell was identified. Both facilities used the same lot of 0.8% red cells. Customer believes the issue was due to the lot of gel cards that was used.

Manufacturer narrative:
Retained testing and a batch record review were performed. Satisfactory results were observed. Customer stated that the qc had been acceptable on day of use. (B)(4).